Event description:
A (B)(6) female pt with peripheral vascular disease and an non-healing right heel wound. The pt was undergoing an arthrectomy of the anterior tibial artery. During the withdrawal of the arthrectomy wire, it became lodged in the pt and could not be removed without an open procedure. The left common femoral artery was accessed with ultrasound guidance. An arthrectomy on low and medium spins with a csi 1.25 micro device were used. During removal of the device, the device got caught on one of the plaques and could not be manipulated endovascularly. The surgeon cut down and exposed the posterior tibial artery. The artery was opened and the bur was freed away for the plaque and device removed out of the artery.